Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.